Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clear particulate matter was observed in nine (9) 4000ml eva containers during the labeling stage. The drug was compounded into 4000 ml eva containers using an exactamix compounder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. As there was no particulate matter observed during visual inspection, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.